Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: the seal in the optical trocar broke and pieces fell into the abdomen. This caused the trocar to leak. The pieces of the seal were retrieved from the surgical site. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.